Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, medical records were provided. Per review of the medical records, the evaluation was inconclusive for migration of device or device component. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced migration of device or device component. This information was received from one source. This malfunction involved one patient with no consequences. The age and weight of male patient was not provided.